Event description:
Alleged issue: the device was described as 'double firing'. Patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). One (1) applier of catalog number 543965 auto endo5 ml was received used, opened without the original packaging. The lot # 73j1400368 was confirmed with sample received. During visual inspection observed: components look well assembled, not stuck clip in jaws. Failure mode "multiple staples" was not confirmed with sample received during visual inspection. Sample received did not confirm the defect reported by the customer, "multiple staples." A functional inspection was performed with the remaining clips received, the device works properly; applier was activated of different form and not quality issues were found. Therefore, corrective actions are not required at this time. In additional, all products are 100% tested by manufacturing and this defect would have been detected during the functional testing (2 clips per applier). However, we will continue to monitor trending of similar complaints.

Event description:
Alleged issue: the device was described as 'double firing'. Patient's condition was reported as fine.

Manufacturer narrative:
Qn#(B)(4). A device history record (DHR) review did not show issues related to complaint. Complaint cannot be confirmed since the sample was not available for an investigation; therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. The manufacturer will continue to monitor and trend relating complaints.